Event description:
It was reported that pump screen froze and customer temporarily could not use pump until pump was reset. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by resetting pump, after which pump functioned normally and insulin delivery resumed, and no further assistance was required.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.